Manufacturer narrative:
Product expiration date is (B)(6) 2023. Customer's medical event occurred on (B)(6) 2023, which confirms device is beyond the useful life. Additional investigation activities are not required as the device met specification when it was released and throughout its lifespan. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high reading issue was reported with the abbott diabetes care (adc) device. A customer reported receiving a ¿hi¿ (readings greater than 500 mg/dl) error message on the sensor when compared to competitor meter result. The customer experienced symptoms of sweating, numbing of the tongue and lips, blurry vision, and a loss of consciousness. The customer was unable to self-treat, requiring food and drink from their spouse for treatment. No further details were provided. There was no report of death or permanent injury associated with this event.